Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that upon removal of sensor, cannula remained inside of customer. Customer was not able to remove cannula and was going to the hospital for removal. Customer's blood glucose was 8.9 mmol/l.

Manufacturer narrative:
A visual inspection was performed on one opened and used enlite sensor found the sensor cannula was bent and retracted inside of the sensor base; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used. Unable to confirm insertion needle anomaly due to the customer did not return the insertion needle. Failure analysis is not required for sensors with the expiration date of 09/14/2016.